Manufacturer narrative:
The customer¿s report of heparin infusing at the wrong rate was confirmed. The pcu event log shows that pump module s/n (B)(4) was initially assigned as channel a and was programmed to infuse IV fluids at a rate of 75ml/hr. Several hours later, pump module s/n (B)(4) was added to the left of the system as channel a and pump module s/n (B)(4) was reassigned as channel b. Pump module s/n (B)(4) (a) was programmed to infuse heparin 25000unit in 250ml at a rate of 18ml/hr. The pcu event log shows the switch occurred at 6:15 am on 14 january 2018. Channel a had already been channeled off prior. At 6:15 am, channel b was channeled off. At 6:16 am, the user programmed channel b to infuse heparin 25000unit in 250ml at a rate of 18ml/hr, which is the programming that was initially started on channel a. At 6:45 am, the user programmed channel a to infuse a basic infusion at 75ml/hr, which is the rate that was initially programmed on channel b. At 8:26 am, both devices were channeled off. At 8:26 am, the user programmed channel a to infuse heparin 25000unit in 250ml at 18ml/hr. At 8:27 am, the user programmed channel b to infuse IV fluids at 75ml/hr. At 8:30 am, channel a was channeled off. The volume recorded as being infused up to this point was 249.293ml. At 8:38 am, channel b was channeled off. The volume recorded as being infused up to this point was 1052.2ml. Functional testing performed found both pump modules to be delivering fluid within specification. The root cause of the heparin infusing at the wrong rate was user programming. The log shows the rates were switched by the user.

Event description:
The customer reported that 1000ml of ns was programmed to infuse as a primary at 75ml/hr and 250 ml of heparin was programmed to infuse as a primary at 18ml/hr on another pump. A new bag of heparin was hung at 2100 and the next morning at 0830 the bag was found empty with the heparin rate at 75 ml/hr. The rn believes that at 0645 the infusion rate was switched. The customer is requesting a log review to show how the device was programmed and whether guardrails was used. The clinical staff believe they programmed the devices correctly using guardrails. Stat labs were drawn including a ptt followed by unspecified interventions and holding the medication as per the facility protocol. There was no patient harm.